Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the first implant only worked for the first 6-8 months and then all of a sudden started to have urges again. The patient said they went to a physician close to their daughter which was over 300 miles away for the implant and when they started to have issues, they had found a local physician and x-rays were ordered and the patient was told one of the leads had come out and the patient would need a revision/replacement. They had the revision/replacement on (B)(6) 2020.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.